Event description:
It was reported that the device had a power on reset (por). It was also reported that the patient had radiation therapy approximately one year ago. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.